Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 250 mg/dl. Tandem technical support had the customer perform a system check and it appeared that the occlusion was possibly related to the cartridge. The customer was to change the cartridge and deliver a bolus to address the bg level.